Event description:
Medtronic received information that this bioprosthetic valve implanted 3 years, was explanted due to aortic regurgitation due to a dilated aortic root (approximately 7 cm) and pseudoaneurysm.

Manufacturer narrative:
(B)(4), evaluation method: device history could not be reviewed as the serial number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.